Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a navistar thermocool catheter. During the procedure, the catheter could not deflect. The catheter was changed. The procedure was completed with no patient consequence. The returned device was visually inspected and the peek housing was found cracked between rings #2 and #3 with internal components exposed. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter. The results showed that the external surface of the peak housing exhibited evidence of rupture and bent condition. It is possible that an excessive force could cause the rupture and bent condition. Then per the event, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has not been verified. However, the root cause of the damage found in the peek housing could not be determined. However, neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a navistar thermocool catheter. During the procedure, the catheter could not deflect. The catheter was changed. The procedure was completed with no patient consequence. This issue was assessed as not reportable as the user will not be able to use the device and will have to replace it. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The biosense webster failure analysis lab received the catheter for analysis and discovered on november 10, 2016 that the peek housing was cracked exposing metal on the inside with no sharp edges. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This returned catheter condition was assessed as a reportable malfunction as the risk to the patient was critical due to the potential of thrombus formation from exposure of internal parts of the catheter. The awareness date was reset to november 10, 2016.

Manufacturer narrative:
On december 7, 2016 additional information was received on clarification of the returned catheter condition. This returned catheter condition had not been reported. It is not known which sheath was used during the procedure. There was no reported difficulty experienced while maneuvering the catheter or during the withdrawal. (B)(4).